Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
After uneventful placement with good blood return of the line was flushed with 10 cc of saline. The patient turned beet red and became very agitated. The reaction suspended 2 to 3 minutes later. The line remains insitu without further complications.